Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products, there have been further complaints reported with this failure mode in the past three years. The device was used in treatment. As no samples were returned, a product evaluation could not be carried out. The device must be applied and maintained safely and properly. Any deviation to the instructed use may lead to adverse events. A clinical investigation concluded: ¿a review of the provided 2018 journal article "prophylactic incisional negative pressure wound therapy reduces the risk of surgical site infection after caesarean section in obese women: a pragmatic randomized clinical trial" author: (B)(6), reported a ¿minor wound dehiscence¿ in an obese woman who used the pico, post caesarean section. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. However, the patient¿s history of obesity cannot be ruled out as a contributing factor to the dehiscence. The root cause of the dehiscence and/or patient outcome could not be confirmed nor concluded. No further medical assessment is warranted at this time. Should additional medical information be provided this complaint may be re-opened for further evaluation.¿ a risk management review was carried out. The risk files for the pico family contains multiple failure modes which can lead to wound dehiscence. Without any relevant information into the cause of the harm, a precise failure mode cannot be assigned. Should more information become available a more thorough risk management review can be performed. As the product code is unknown, a review of the device labelling could not be carried out. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith +nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico products, there have been further complaints reported with this failure mode in the past three years. The device was intended for use in treatment. As no samples were returned, a product evaluation could not be carried out. The device must be applied and maintained safely and properly. Any deviation to the instructed use may lead to adverse events. A clinical investigation concluded; ¿a review of the provided 2018 journal article "prophylactic incisional negative pressure wound therapy reduces the risk of surgical site infection after caesarean section in obese women: a pragmatic randomised clinical trial" author: n hyldig et al., reported a ¿minor wound dehiscence¿ in an obese woman who used the pico, post caesarean section. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. However; the patient¿s history of obesity cannot be ruled out as a contributing factor to the dehiscence. The root cause of the dehiscence and/or patient outcome could not be confirmed nor concluded. No further medical assessment is warranted at this time. Should additional medical information be provided this complaint may be re-opened for further evaluation.¿ a risk management review was carried out. The risk files for the pico family contains multiple failure modes which can lead to wound dehiscence. Without any relevant information into the cause of the harm, a precise failure mode cannot be assigned. Should more information become available a more thorough rmr can be performed. As the product code is unknown, a review of the device labelling could not be carried out. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was documented on the paper "prophylactic incisional negative pressure wound therapy reduces the risk of surgical site infection after caesarean section in obese women: a pragmatic randomised clinical trial", that pico was being used in treatment for 876 patients and a minor wound dehiscence was reported. It is unknown if a treatment was performed or how the event was resolved.